Event description:
It was reported that the patient experienced a shocking sensation when stimulation was on. The entire implantable neurostimulation device system was replaced. The final patient outcome was not provided. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Final analysis of the stimulator revealed no anomaly found. Final analysis of the lead revealed no significant anomalies. The outer insulation was melted, and it was suspected this was due to explant damage from cautery. Final analysis of the proximal segment of the extension revealed no significant anomalies. The extension was cut through and segmented. Final analysis of the adaptor revealed no anomaly found.

Manufacturer narrative:
Concomitant products: lead model 3986a lot# n0025540, implanted: (B)(6) 2005, explanted: (B)(6) 2011, extension model 37083-60, serial (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2011, neuro adaptor model 3550-09, lot#n090477, implanted: (B)(6) 2007. Explanted (B)(6) 2011.

Event description:
Additional information. Following the system replacement, the patient was doing "well" and had no complaints.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.